Event description:
The customer reported that the system was not working. The customer was able to reboot and use the system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and put back into service.